Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was caused by the reference frame being moved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system did not receive the imaging system data after the spin. They attempted to push but it gave a message that navigation data was not available. They aborted medtronic navigation and used a c-arm to finish the operation. There was a reported delay of less than one hour and no reported impact to patient outcome. It was confirmed that the anesthesiologist bumped the reference frame, causing the camera to lose sight of it.